Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a product ID {guidewire}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon delivery catheter system (dcs) insertion that was replaced with a 14 french (fr) non-medtronic introducer sheath, resistance was felt and a kink in the left ventricular (lv) guidewire was suspected. The dcs was inserted; however, the guidewire became stuck and kinked inside of the dcs and was not able to be extended or removed preventing further advancement. Therefore, the guidewire was cut where the wire protrudes from the dcs tip, and the system was removed from the patient. A 5 fr introducer sheath was inserted in the patient, and a new guidewire, new valve, new dcs, and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon delivery catheter system (dcs) insertion that was replaced with a 14 french (fr) non-medtronic (dry seal) introducer sheath, resistance was felt and a kink in the left ventricular (lv) guidewire was suspected. The dcs was inserted; however, the guidewire became stuck and kinked inside of the dcs and was not able to be extended or removed preventing further advancement. Therefore, the guidewire was cut where the wire protrudes from the dcs tip, and the system was removed from the patient. A 5 fr introducer sheath was inserted in the patient, and a new guidewire, new valve, new dcs, and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the a non-medtronic (safari xs) guidewire was used for the procedure.